Manufacturer narrative:
(B)(4). The device was manufactured may 14, 2015 - may 15, 2015. The device was received for evaluation. A functional flow test revealed no evidence of flow from the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor identified micro air bubbles blocking the fluid path inside of the lumen of the glass capillary. The no flow condition was determined to be caused by the air bubbles. The cause of the bubbles was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow when the nurse attempted to connect the device to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.